Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised the patient to readjust loss of signal alarm settings so to not interrupt sleep. Patient stated that they think the loss of connection is occurring when they sleep on their stomach. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The receiver data log was reviewed on (B)(4) 2016. The complaint of a loss of connection was confirmed. A root cause could not be determined.